Manufacturer narrative:
The heartware vad is used for treatment not diagnosis.(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications; the battery failed visual inspection and functional testing. Visual inspection found the battery connector locking ring mechanism to be contaminated with a foreign "sticky" substance which was affecting the retracting function of the connector locking ring mechanism; this likely contributed to the reported event. The confirmed malfunction is related to the reported event. Functional testing revealed a faulty internal cell pair which is considered an incidental finding not related to the reported event. An internal investigation has been opened to investigate the reported complaint condition. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause of the reported event is contamination due to foreign material. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that the patient experienced a loose connection with a battery. The battery was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.